Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A shell, 5 screws, mdm metal liner, adm/ mdm poly insert, and a biolox head and sleeve were implanted. Update: "it was noted that the cup (tritanium primary size 50mm)was loose. It, along with 36 mm liner and a 36mm -5mm delta biolox were removed and replaced."